Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a lighttrail single use laser fiber was used during a procedure, performed (B)(6) 2022. During the procedure, the laser fiber was broken upon laser activation. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.